Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced foreign matter on the device cannula/in fluid path. The following information was provided by the initial reporter: consumer reported found 1 syringe with oil substance when moved the plunger rod, it came out the needle. Lot # 0216756. Catalog# 328440. Date of event 03//04/2021.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-18. H6: investigation summary: customer returned (6) 3/10cc, 8mm, 31g syringes in an open poly bag from lot # 0216756. Customer states that an oily substance came out the needle when plunger rod was moved. All returned syringes were tested and 2 out of 6 samples exhibited a small clear droplet of material coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 0216756 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced foreign matter on the device cannula/in fluid path. The following information was provided by the initial reporter: consumer reported found 1 syringe with oil substance when moved the plunger rod, it came out the needle. Lot # 0216756. Catalog# 328440. Date of event (B)(6) 2021.